Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unitrax modular endo head 43mm; cat# 6942-5-043; lot# mlr4y1; unitrax v40 sleeve -4mm; cat# 6942-6-060; lot# 39664802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Postoperative diagnosis: patient underwent left hip hemi arthroplasty for femoral neck fracture (B)(6) 2014. Patient returned to have revision arthroplasty with insertion of antibiotic beads for hip infection (B)(6) 2014. All components exchanged.

Manufacturer narrative:
An event regarding infection involving a accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unitrax modular endo head 43mm; cat# 6942-5-043; lot# mlr4y1. Unitrax v40 sleeve -4mm; cat# 6942-6-060; lot# 39664802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Postoperative diagnosis: patient underwent left hip hemi arthroplasty for femoral neck fracture (B)(6) 2014. Patient returned to have revision arthroplasty with insertion of antibiotic beads for hip infection (B)(6) 2014. All components exchanged.